Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Six (6) video cine clips were provided for review. The reported severe annular and leaflet calcification is confirmed. The severe calcification is apparent despite bav and valve deployment. There are no other obvious contributing factors by report or on review of imaging. In this case, it appears that the severe annular calcification was the main contributing factor to the ruptured annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Post deployment of the 26mm sapien xt valve, the patient sustained an annular rupture. Initially the valve was prepared with nominal volume, then positioned and deployed 70:30 aortic:ventricular under rapid ventricular pacing (rvp), with no coronary obstruction. Tee post deployment revealed moderate-severe paravalvular leak. Post-dilation was performed with +1cc, resulting in moderate pvl. A heart team discussion ensued and the decision was made to perform one more post-dilatation with +1cc due to the moderate pvl, resulting in mild-moderate pvl. The decision was made to not intervene further due the level of annular calcification and stable hemodynamics. Both the delivery system and sheath were removed and the right femoral artery was closed with indwelling proglides. Shortly thereafter, a moderate pericardial effusion was noted on echo, with stable hemodynamics. A pericardiocentesis was performed with 450cc removed and a drain was placed. The drainage continued, thus a pericardial window was performed, resulting in no further pericardial effusion. After close observation for a while in the operating room, the patient¿s blood pressure decreased and echo revealed a large clot outside the heart causing compression and tamponade. A sternotomy was performed, revealing bleeding from the right atrium. The probable source was a annular rupture of the non coronary cusp with a dissection to the right atrium. The clot was removed and the right atrium was repaired with sutures/pledgets and the chest was closed. Echo showed no further clot or pericardial effusion, with a stable ef and hemodynamics. A total of 6u prbc's were given. The patient left the room intubated and in stable condition. Twelve hours post-op, the patient remained intubated and stable. The annulus measured 24mm by tee, and 22mmx27mm with an area of 506mm2 by CT. The patient had severe annular calcification, severe leaflet calcification and mild lvot calcification. Per the physician, the level of annular and lvot calcification was a contributing factor to the annular rupture.